Event description:
Nurse titrating phenylephrine down; device began to beep and signal: close regulating clamp. Patient blood pressure dropped while pumps were switched and then returned to pre-event level.